Manufacturer narrative:
It was reported to hologic that the patient experienced pain and bleeding post ablation which required overnight hospitalization to observe the patient. The patient was released the following day. Some time later the patient experienced their first period after the ablation procedure and noted severe pain. The patient was diagnosed with hematometra post ablation. Hematometra is caused by blood that cannot outflow from the uterus. This can have several causes, including adhesions or scarring in the uterus or cervix and is a known risk with endometrial ablation. As is reported in gimpelson ten-year literature review "in women without a tubal ligation, contracture or synechiae at the cornua area post-ablation could lead to a cornual hematometra. If the upper endocervical canal is ablated and consequently occluded, the patient could develop a central hematometra. The novasure pivotal study reported an incidence of <1% of post-ablation tubal sterilization syndrome and/or hematometra. Serial number of the radio frequency controller not provided by the complainant. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that a patient who went through the novasure endometrial ablation procedure a few weeks back had a severe pain the same day of the procedure on (B)(6) 2020. The patient remained at the hospital overnight until the following day. Patient reported that when they had their first period they experienced severe pain. Patient went to a different doctor and was diagnosed with hematometra as a result of the ablation. The patient stated they were told they would require a hysterectomy. The patient returned to the physician who completed the novasure procedure who confirmed the diagnosis for hematometra.

Manufacturer narrative:
Patient was diagnosed with intramural myoma.

Event description:
Additional information received from the account states that the suspected hematometra was actually an intramural myoma. No additional details available.